Event description:
It was reported to philips that the device was damaged and would not power on after it had been dropped. There was no reported patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified based on visual inspection in the lab. Since multiple components were either missing or sheared from the drop, no further testing of the board was recommended.